Event description:
Nurse reports that the phaco tip has broken inside the eye during a procedure (unk step). The part that was inside the eye was removed without any further consequence. The us tip was replaced and the procedure went to its end. No pt harm/injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).